Manufacturer narrative:
H10: the lithium-ion battery was more than 5 years old based on the date of manufacturing (2014-12-15) and was found to be faulty as it needed to be replaced. Per the v60 service manual, the battery requires replacement every 5 years to ensure proper system performance. A proposal for periodic maintenance which includes replacement of the lithium-ion battery was submitted to the customer for approval; however, the proposal expired. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device but could not confirm the reported issue after performing a test run; however, since the 1124 error was confirmed in the event log, the lithium-ion battery was replaced for preventive measures. The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual which indicates that the battery requires replacement every 5 years to ensure proper system performance. Per v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the medical examiner (me) on the v60 indicating that a battery failed alarm error occurred upon attempting to make the device run for periodical device checking. It was reported that there was no patient involvement at the time the issue was discovered, and the device kept operating when the alarm occurred. The sales representative (rep) visited the hospital and replaced the device with another v60, but there no reported delay in therapy. The medical examiner (me) called technical support to report that a battery failed alarm error occurred upon attempting to make the device run for periodical device checking.